Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: (B)(4).

Event description:
On (B)(6) 2004, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. It was reported that on (B)(6) 2012, follow-up imaging showed a type ii endoleak originating from a lumbar artery, with aneurysm enlargement of 4 mm. On (B)(6) 2013, a follow-up angiography confirmed the presence of a type ii endoleak originating from a lumbar artery. It was reported the aneurysm was noted to have grown ~ 3 mm, not 4 mm as previously reported. On (B)(6) 2013, an additional procedure was performed to treat the type ii endoleak. It was reported the physician injected onyx glue into the aneurysm sac and coiled the lumbar artery that was causing the endoleak. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure.